Manufacturer narrative:
No part or lot number was provided for this event. The returned implant was identified by qa inspection. The returned implant was examined and microscpically evaluated at a magnification of 10x. The implant was covered with bone and stripped. A piece of the abutment screw was inside the implant. No abutment was returned or part/lot info provided. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event. If add'l info becomes available, a follow up report will be provided.